Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump was accidentally submerged in water when dropped into a toilet, after which the device became unresponsive and a replacement was shipped, with instructions provided to shut down the device and to return the original unit. Symptoms included none reported. Outcomes included no clinical impact and continued cgm use with the dexcom app or receiver. Investigation included collection of event details and attempts to retrieve the device for evaluation. Investigation of this case revealed that the device likely experienced liquid ingress leading to loss of function, consistent with a device malfunction affecting the pump hardware. The device was not returned for analysis. It was concluded, based on previously established findings for similar reports, that exposure to liquid caused the malfunction. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.